Event description:
The caller reported an issue with an incorrect time setting on their device. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in glucose levels outside of the normal range. Technical support assisted the caller with updating the pump time and advised them to monitor the device, instructing them to follow up if the time discrepancy occurred again. The caller understood and acknowledged this guidance.